Event description:
Technician alleged that the head end hi low cylinder had a slow drift down. There was no pt impact reported.

Manufacturer narrative:
The technician replaced the head end hi low down solenoid valve to resolve the issue.